Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "broken bag", ¿intracapsular rupture¿ ¿silicone in the fold (keyhole sign)¿, (linguine sign), (droplet sign), ¿(teardrop sign)," "abnormal signal nodules inside the bag," "painful," and "solid in the breast." The device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain: unable to observe since it is not related to the device. Visibility/palpability: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: d4; h6.

Event description:
Healthcare professional reported right side "broken bag", ¿intracapsular rupture¿ ¿silicone in the fold (keyhole sign)¿, (linguine sign), (droplet sign), ¿(teardrop sign)," "abnormal signal nodules inside the bag," "painful," and "solid in the breast." The device has been explanted.